Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported non-reproducible results while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. A patient's sample generated positive results for sars-cov-2 and flu a on liat analyzer (B)(4). The next day, this same sample was then re-tested on biofire, and liat analyzer serial numbers (B)(4), both times all targets were not detected. The sample was nasopharyngeal and used with viral transfer medium (rummei 3ml). Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. No harm was alleged.

Manufacturer narrative:
Investigation is on-going. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
An investigation was performed on the reported sample. The results were determined to be near the limit of detection (lod) for this assay. When a sample is generating CT values close to the lod of the test, the patient can be producing very low levels of the virus, and is expected to waver between positive and negative results in repeat testing due to the nature of the test. Contamination of the sample was not able to be ruled out, which could have resulted in a delayed CT amplification for both channels. The customer was able to provide that the analyzer is not under a hood in the lab. Investigation on the reagent kit lot did not identify any product issue.